Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately low compared to another meter. The medical surveillance specialist (mss) attempted to contact the patient for follow up questions on (B)(6) 2010; however his previous roommate stated the patient moved out and is not able to be reached. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 at 4:00pm or 5:00pm. The patient reported blood glucose results of "87 mg/dl" with the subject meter and "500 mg/dl" on another meter (hospital meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient indicated he manages his diabetes with insulin (self adjuster). At the time of the alleged issue, the patient denied taking any action regarding his diabetes management regimen. 10 minutes after the alleged issue began, the patient claimed he was not able to walk, see, and was "in a fog". At about the same time the alleged issue began, the patient claimed he was brought to the emergency room (ER). The patient reported he was tested at "500 mg/dl" with the ER/hospital meter and was administered 15 units of novolin insulin. At the time of troubleshooting, the cca was able to verify the subject meter's unit of measure was set correctly and an approved sample site was used. The patient did not have the control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an alleged inaccurate low reading that did not correlate with the received treatment from the emergency room.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.